Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that about 1.5 weeks ago, the patient started to increased or decreased their intensity. The caller reported the patient got an error message: the system is operating at maximum settings. Therapy cannot be increased. The caller reported no fall or trauma. Electrode impedance showed: c3: >4k ohms 3/2: >4k ohms 3/1: >4k ohms 3/0: >4k ohms c2: 581k ohms 3/2: >4 ohms 2/1: 820 ohms 2/0: 1452 ohms c1: 776 ohms 1/0: >4 ohms c0: 428 ohms. The caller reported the patient was using programs1: 0.5ma. The other programs were available to patient, but they did not use them. Suggest changing the electrode to 2/1. The caller reported the patient felt the appropriate stimulation at 0.9ma. Suggest up close x-ray of lead to ins.